Event description:
It was reported that the user started a new freestyle libre 3 plus sensor, but the ilet displayed a prompt to connect a cgm because the user scanned the sensor in the libre app rather than pairing it through the ilet app; the user declined fingerstick entry and was transferred to the cgm partner for sensor support and replacement. Symptoms included no reported adverse clinical effects. Outcomes included temporary loss of automated dosing due to lack of cgm pairing. Investigation included troubleshooting and education on correct cgm pairing workflow and a handoff to the cgm partner. Investigation of this case revealed a user setup error leading to cgm-not-paired status, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during initial cgm setup.